Manufacturer narrative:
The device was received and an investigation was conducted. Result of hemolysis testing identified blood clot within the cannula-to-outflow bond of the device and delaminated epotek was found. The reported thrombus found within the left femoral artery was deemed the result of the patient condition.

Manufacturer narrative:
The impella device has been returned and an investigation is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient enduring hemolysis during support. The pump was removed for escalation to an impella 5.5, at which time a thrombus was found in the same artery the pump had been inserted. A cut-down procedure was performed to remove the thrombus and 2 units of blood product were delivered.